Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the (B)(6) was not communicating with the pump. No harm requiring medical intervention was reported. Troubleshooting was performed and customer was advised to connect (B)(6) with the pump as the issue remained unresolved. The product will not be returned for analysis.